Manufacturer narrative:
The patient presented with comorbidities, these could have potentially affected the screw back-out due to obesity putting additional stress and force on the implant and the other comorbidities affecting the quality of screw purchase in bone. The complaint was received with no lot number or physical part, so the DHR and ncmr records could not be reviewed. However, x-rays were provided from the end of the original surgery, follow-up visit, and the revision operation, which confirms the failure mode. In the original surgery x-ray, it is confirmed that the screws were fully inserted and that the screw heads were contacting bone. In the first screw back-out x-ray, it is confirmed that the most distal 80mm screw was backed off of bone. Additionally, it is confirmed in the last x-ray that the 70mm screw was slightly backed off of bone and seen during the revision operation, requiring removal. Based on the risk analysis, it is possible that the screw backed out due to poor screw purchase, poor bone quality, and/or abnormal cyclic loading. Additionally, patient comorbidities may have contributed to the back-out occurring. However, based on the observations and the information provided, it is not possible to definitively determine the cause of failure. This evaluation determined that this failure did not exceed expected risk; therefore, no further actions will be taken at this time. If the complaint parts are received in the future, the investigation will be reopened at that time.

Event description:
It was reported that the patient's original surgery date was (B)(6) 2025. The patient had a 10x240 sfx retrograde nail inserted as well as a smith & nephew distal femur plate. When patient followed up in clinic on (B)(6) 2026, imagine showed that the 80mm screw in the most distal medial to lateral hole was backed out. The fracture is healed but surgeon removed the screw today on (B)(6) 2026. During the revision, it was also noticed that the 70mm screw in the 2nd most proximal distal screw was also backed out so he removed that as well.